Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as normal functioning was observed. - however, based on the provided description, it can be suspected that the tablet internal motherboard battery is depleted. - the subject tablet will follow the repair workflow (including a replacement of the internal motherboard battery) and will be returned to the field.

Event description:
Reportedly, the tablet reverted to black screen, and a cmos error was displayed. Tablet screen was non responsive during follow up and required battery removal to reboot!

Event description:
Reportedly, the tablet reverted to black screen, and a cmos error was displayed. Tablet screen was non responsive during follow up and required battery removal to reboot.